Manufacturer narrative:
One 7205610 atraumatic dual action grasper device used for treatment, was not returned for evaluation. This is a six year old reusable instrument. At this time, the status of this code is indicated as obsolete. The complaint allegation stated: ¿the instrument broke apart, part of the on half of the jaw.¿ due to product unavailability, conclusions, investigation and evaluation were limited. Instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. It includes testing of jaw functions to be performed prior to each use. Per instructions for use: ¿graspers are designed to grasp soft tissue structures during endoscopic procedures. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the instrument broke apart, part of the on half of the jaw and a chard fell into the patient. All broken pieces were removed. A back up device was available. It is unknown if a delay was caused due to the device malfunction.